Event description:
As reported by our edwards lifesciences affiliate in canada, the patient underwent a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra resilia valve implanted within a pre-existing non-edwards valve. The patient was noted to be stable after the procedure; however, approximately one (1) day later, decompensation occurred. Subsequently, the patient died, with the cause of death reported as an expanding hematoma due to septal puncture. There was no report of difficulties with the septal puncture or during advancement of the delivery system through the septal puncture.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Cardiac pseudoaneurysm or cardiac hematoma is a contained rupture of the myocardial wall. Pseudoaneurysms typically exhibit a to-and-fro blood flow pattern within a cavity enclosed by the pericardium, thrombus, or adhesions. Some are harmless and resolve on their own while others are more serious. If they rupture, they can cause serious complications or death. The pseudoaneurysm/cardiac hematoma could also remain stable and does not require a blood transfusion or intervention to treat. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (expanding hematoma due to septal puncture) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.